Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: a1, a2, a3, b4, b5, b7, d4 ¿ expiration date, g3, g6, h2, h3, h4, h6, h11 the reported event was confirmed by review of pictures. Visual examination of the provided pictures identified the threaded tip has fractured. No further evaluation can be made. Review of the device history records identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information.

Event description:
It was reported when the definitive continuum shell was being impacted using the straight impactor handle, the tip of the threaded portion broke off in the dome hole of the implant during impaction. The surgeon was unable to remove the broken piece from the implant, and it was left in place. It did not interfere with the seating of the continuum liner. Besides the threaded portion being stuck in the implant, there was no real delay in the procedure.

Manufacturer narrative:
(B)(4). G2: foreign: south africa. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.